Event description:
Caldera t sling used for bladder repair on (B) (6) 2009. No issues or problems during surgery or during post-operative period. Upon 6 week post-operative follow-up visit with physician, physician noted approximately 1.5 cm mesh extrusion under the urethra. Urologic consultation obtained, patient admitted to hospital for outpatient procedure of excision of exposed sling mesh (1.5 cm). The rest of the sling remained in the patient who is being followed by the physician at this time. Patient has not experienced any post-operative bladder or urinary symptoms or other complications.